Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, back pain and fatigue outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea and fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dysmenorrhoea, back pain, device dislocation, fatigue. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') in an adult female patient who had essure (batch no. 893031) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (essure removed by (hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, back pain, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date- (B)(6) 2013. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received. Lot number added. Event "pelvic pain female" added. New aka name added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') in an adult female patient who had essure (batch no. 893031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), abdominal pain ("abdomen pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries") and cyst ("cyst on hip"). The patient was treated with surgery (essure removed by (hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on 19-dec-2018. At the time of the report, the device dislocation, fatigue, genital haemorrhage, ovarian cyst and cyst outcome was unknown and the dysmenorrhoea, back pain, pelvic pain, migraine, abdominal pain and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2011: unilateral occlusion (right tube occluded) that the essure hadn't occluded yeti wasn't working. Lot number: 893031, manufacturing date: 2012-07, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: pfs received: events: abnormal bleeding (general), migraines / headaches, dysmenorrhea (cramping), abdominal pain, cyst on ovaries and hip, hip pain were added. Reporter, lab data and outcome were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 893031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, endometriosis, right upper quadrant pain, cholelithiasis, uterine prolapse and uterine bleeding. Previously administered products included for an unreported indication: mirena from 2008 to 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain female"), migraine ("migraines / headaches"), abdominal pain ("abdomen pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries"), cyst ("cyst on hip") and headache ("headche"). The patient was treated with surgery (ablation and essure removed by (hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, ovarian cyst, cyst and headache outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, pelvic pain, migraine, abdominal pain and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date- (B)(6) 2013 ,(B)(6) 2008 and removal date (B)(6) 2013..essure calls were placed bilaterally per package protocol with one coil being visible in the right and five coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) that the essure hadn't occluded yeti wasn't working; in (B)(6) 2013: unilateral occlusion (right tube occluded). Lot number: 893031, manufacturing date: 2012-07, expiration date: 2014-08. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 893031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain female"), migraine ("migraines / headaches"), abdominal pain ("abdomen pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries"), cyst ("cyst on hip") and headache ("headche"). The patient was treated with surgery (ablation and essure removed by (hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, fatigue, ovarian cyst, cyst and headache outcome was unknown and the dysmenorrhoea, back pain, pelvic pain, migraine, abdominal pain and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date- (B)(6) 2013 , (B)(6) 2008 and removal date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) that the essure hadn't occluded yeti wasn't working. Lot number: 893031 manufacturing date: 2012-07 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pfs received. Headache added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') and genital haemorrhage ('abnormal bleeding (general)'). In an adult female patient who had essure (batch no. 893031), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysplasia, endometriosis, right upper quadrant pain, cholelithiasis, uterine prolapse and uterine bleeding. Previously administered products, included for an unreported indication: mirena from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain female"), migraine ("migraines/headaches"), abdominal pain ("abdomen pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries"), cyst ("cyst on hip") and headache ("headache"). The patient was treated with surgery (ablation and essure removed by (hysterectomy full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fatigue, ovarian cyst, cyst and headache outcome was unknown. And the genital haemorrhage, dysmenorrhoea, back pain, pelvic pain, migraine, abdominal pain and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, cyst, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: as discrepancy noted, in insertion date: (B)(6) 2013, (B)(6) 2008 and removal date (B)(6) 2013. Essure calls were placed bilaterally, per package protocol with one coil being visible in the right and five coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, unilateral occlusion (right tube occluded) that the essure hadn't occluded, yet wasn't working; on (B)(6) 2013: unilateral occlusion (right tube occluded). Lot number#: 893031, manufacturing date: 2012-07, expiration date: 2014-08. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: event: outcome of genital bleeding was updated from unknown to recovered/resolved. Reporters, historical drug added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure migrated/migration of essure device location of device') in an adult female patient who had essure (batch no. 893031) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("fatigue") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (essure removed by (hysterectomy full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, back pain, fatigue and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: as discrepancy noted in insertion date- (B)(6) 2013. Lot number: 893031, manufacturing date: 2012-07, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.